Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the printouts. The fse was able to reproduce the problem by running quality control (qc). Fse suspected the sample loop was clogged and replaced the sample loop. Fse repaired and validated the analyzer, successfully performed quality control and patient sample runs without error and within acceptable range. No further action required by field service. The g8 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 25aug2023 through aware date 25sep2023. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual v 3.2 under section 1.8 and 1.9: limitations of the procedure: total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. The variant analysis mode operator¿s manual v 3.2 under chapter 1: introduction and applications: quality control in order to monitor and evaluate the accuracy and precision of the analytical performance, controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7% hba1c) with the second in the range of 9-12% hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. Qc materials should be used in accordance with local, state, federal and accredited organizations. Controls should be diluted with hsi hemolysis & wash solution to obtain an optimal total area (ta) in the range of 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported failed cap sample was likely due to clogged sample loop.

Event description:
The customer reported one (1) out of five (5) samples failed proficiency testing for college of american pathologists (cap) gh5-b survey for sa1c on the g8 analyzer. The result was 9.9%, acceptable ranges are between 8.6%-9.8%, and all other samples were in range but very close or equal to the top end range (actual result value were not provided). In addition, the customer stated having long-term issues with their quality control (qc) running high. Fse suggested using a different lot of calibrator and yet there was no improvement. Tosoh passed all five (5) samples. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.